Event description:
The account reported the left side rail could not latch. The stretcher was located in the ER at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The tech found the left side of rail is missing the ratchet rivets which secure the end tube to the top of the side rail. The tech replaced the ratchet rivets to resolve the issue. Based on this info, no further action is required.